Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient underwent rv lead revision. During the procedure, this lead dislodged and had to be repositioned. Lead remains actively implanted and no adverse patient side effects were reported. Should additional information be received, this file will be updated.